Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. A sensor was returned for investigation. The product was not evaluated because senor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.